Event description:
Customer states that front right leg will not attach because the snap button will not press down. Customer received in mail from va, yesterday. Customer states the plastic ring around the chair leg is pushed too far down not allowing the button to be pressed in to get leg on. Customer states the plastic ring is not moveable.